Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
We are returning the enclosed hickman line which we removed today. It was removed because of infection. At removal however, the cuff near the exit site became detached from the line and was excised separately. No other cuffs were retrieved with the line. We are concerned that the cuff should separate like this, and this may represent a device failure.